Manufacturer narrative:
Other relevant device(s) are: product ID wr9200, serial/lot# (B)(4), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022. (B)(4)): it was reported that the recharger finds the implantable neurostimulator (ins) and then loses connection. The caller indicated that prior to calling the recharger would not connect to the handset. The caller indicated that the ins was still charged (following implant on (B)(6) 2022 so they speculated that the patient was able to charge somewhat. The caller asked how to reset the recharger. The caller pressed and held the power button for 30 seconds. During the call the caller connected the recharger to the recharger application without issue. They started a recharging session and the recharger connected to the ins and the app showed excellent coupling status. The status changed to good coupling during the call. The recharger remained connected to the ins for the duration of the call. The caller will continue charging with the patient. The rep called back and said the recharger would connect but disconnects right away. Multiple resets have been done. The rep requested a replacement. No symptoms were reported. (B)(6) mpxr 994710 update (rep): additional information received from the manufacturer¿s representative (rep) reported surgical intervention took place due to the issue. Prior to surgery impedances were within normal limits with the generator charged to 75%. During surgery a pocket revision took place to move the neurostimulator superior and less deep. During the procedure the neurostimulator was explanted and a wireless recharger was introduced into the field which was able to connect with the device and charge without issue. The neurostimulator was reconnected to the extensions, implanted in a new pocket, and impedances were within normal limits.